Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Two atrial rate limit pors occurred on (B)(6)2016. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had an electrical reset and pocket stim with unipolar pacing. The reset was cleared and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.